Manufacturer narrative:
The devices ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4)'s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller's internal date had been erroneously set one year backwards. A date and time change occurred after (B)(6) 2016, where the date was changed to (B)(6) 2015 and the time to 12:16:32. Event files revealed that the controller contained the smr upgrade. Given that the smr upgrade was initiated in (B)(6) 2016, and that the controller had a date logged as (B)(6) 2016 before the date change to (B)(6) 2015 suggest that the year was incorrectly set a year back. As a result, all data points with a year of 2015 were assumed to be 2016. Analysis of the log files revealed multiple critical battery alarms and power disconnect alarms that were triggered by (B)(4). Analysis of (B)(4) and (B)(4) revealed that the devices passed visual examination and functional testing.  Analysis of (B)(4) revealed that the device passed visual examination but failed functional testing due to a perforated cell within the battery pack. This observation was likely the result of an inadequate weld during the assembly of the unit. Faulty resistive welds are currently being investigated by manufacturer. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 12/31/2016 / expiration date: 12/11/2015. (B)(4). Quality system deficiency.

Event description:
It was reported by the vad coordinator that this patient experienced a critical fault at home. The patient exchanged the controller and went to hospital. Preliminary log files were reviewed by a manufacturer engineer who recommended the battery be exchanged as well. There was no reported consequence to the patient. No further information was provided.